Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer would press on screen, the touch screen would not "register" the customer's commands and the pump screen would time out. Tandem technical support (cts) offered to troubleshoot the issue; however, the customer declined. Cts educated the customer about the safety feature for the screen to time out before the screen timeout settings to avoid accidental button presses; customer acknowledged. There was no known impact to the customer's blood glucose level.